Event description:
The hcp reported the pt "went through withdrawal a month ago." The pump was refilled and at the last refill, the estimated reservoir volume was 3.5ml and the actual was 17ml. Catheter dye studies were done which were reported to be negative for any issues. The hcp reports that they will proceed with a roller test. A follow up report will be sent when additional info is received.